Event description:
The manufacturer received information that a patient with a dreamstation go auto device has passed away while using the device. The patient¿s spouse reported that the patient unexpectedly passed away while using the CPAP. According to the spouse, the patient applied the mask at approximately 9:30 pm, and she went to bed around 10:15 pm. At 10:45 pm, she noticed the patient snoring loudly and nudged him. He ceased snoring, and she believed he had rolled over and fallen back asleep, as was his usual pattern. The spouse awoke at 5:30 am to shower, and upon exiting the shower, noticed something was not quite right. She turned on the light and observed the patient, with his hand under his head, appearing unresponsive. The spouse immediately called 911 at approximately 5:45-5:50 am. Emergency responders arrived within 5-10 minutes and pronounced the patient deceased. The official cause of death was listed as natural causes. The patient¿s official date of death is recorded as (B)(6) 2024; however, the spouse believes the patient may have passed the night prior. It was reported that the patient cleaned the device by putting the mask, tubing and water chamber in a blue bag and it would clean it somehow. This was completed once a week. Distilled water was used for the water reservoir. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.